Manufacturer narrative:
.

Event description:
As reported per (B)(6), there were two valves implanted. During the tavr procedure, the physician accidentally started inflating the atrion before the native valve was crossed. This caused flaring of the inflow portion of the valve which did not allow for crossing of the native annulus. Consequently the valve had to be deployed in the descending aorta. A second valve was successfully deployed in the native annulus and the patient outcome was noted to be stable.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the sapien valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commisure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In this case, the root cause of the difficulty crossing the native annulus initially was likely related to bulky native valve calcification. While going to inflate the buddy balloon to assist with crossing of the native valve the physician accidentally started inflating the delivery system atrion inflation device and flared the inflow side of the thv. This made it impossible to cross the native annulus and the physician had to deploy the valve in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.